Manufacturer narrative:
This event is reported as serious injury whereas there is no injury reported on the patient because it is likely to result in a serious injury with regards to the amount of radiation received by the patient, and no system malfunction has been identified till now. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation is completed. Device evaluation anticipated, but not yet begun.

Event description:
Hospital reported that a patient received a high radiation dose during an exam that was performed on (B)(6) 2017. Total exam dose was 9.772 gy during which patient received a localized peak skin dose of 7.8 gy in the same body area. No radiation burn nor adverse effect to patient has been reported.

Manufacturer narrative:
Brand name: corrected data to innova igs 530 instead of innova igs 540. Device evaluated by manufacturer: yes.

Manufacturer narrative:
Ge healthcare investigation of this event was performed using information provided by ge healthcare field service engineer and logs from the system which showed that the total exam duration was about 7 h 24 min and the total exam dose was 9.772 gy with a localized peak incident dose of 7.8 gy. All system calibrations were performed on april 7, 2017 without any issue identified. The most probable root cause for this high dose exam was a long exam to remove a broken catheter within patient body performed on a large patient with high dose acquisition settings, even if a different choice of acquisition settings could still have reduced the exam dose. However, the settings were determined based on the physician¿s clinical judgment. No system malfunction has been identified. Detailed dose reduction instructions are clearly provided in the innova igs 530 operator manual (5457800-4-399_r1). These instructions have been reviewed and found to be appropriate. Proper training was given to the customer on dose protocol during system installation. On june 12, 2017 ge healthcare field service engineer suggested to the customer a dose refresher training but customer declined it. The system worked as intended and per specifications. No further action is required